Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this report and completed the device evaluation. The fenestrated bipolar forceps instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Thermal damage between the grips instrument/bipolar yaw pulley is most commonly caused by insulation degradation and carbonized tissue creating a conductive path.

Event description:
The fenestrated bipolar forceps instrument was an incidental return included with a related complaint for a broken or loose cable issue. No allegation was made against this product. There was no report of patient harm due to this event. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site confirmed the instrument was used during the procedure.